Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for months the patient had not been able to turn their stimulation off. The patient had changed the batteries 3 times and the controller was not working properly. Patient felt a burning sensation in the front where the implanted device was implanted. It felt like there was more than one stimulator because they burn in the front where the ins was put in the stomach where it was relocated but they burned on the right as well and in the left hip. Pt said their left side of the abdomen burned really badly. Pt said it would not turn off and they could not get the stimulator to turn off. Pt had no recent falls or traumas. The issue was not resolved through troubleshooting. Patient service specialist advised patient to contact their healthcare provider. Patient services (ps) emailed pt physician listings as well. The remote to turn it down no longer works. Patient has new pain and it was reported they had a shock from the device. They have seen the doctor to change the batteries but the device will not turn on and it is burning them. Patient mentioned th at they tried to have the device fixed in but they said there was nothing wrong with it and pt said they had no control with their programmer. Ps reviewed ins longevity, pt confirmed the ins they had was from 2013. Pt inquired getting and MRI, ps reviewed eligibility. Cause is not known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.